Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. The complaint was confirmed, as the female luer lock component of the white hub was seen to be cracked just adjacent to the molded parting line. There were no other visual defects noted to the hub or catheter. A possible root cause for the crack is an over-tightened connection with a mating male luer (likely a needleless connector). It was also suggested by the hospital that hemostats may have been used in connecting or disconnecting the PICC> inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Recommended flushing techniques are also stated in the dfu. (B)(4).

Event description:
As reported, PICC was placed on (B)(6) 2017, removed and replaced on (B)(6) 2017 due to a crack in the hub. The patient was on ECMO and kept getting air pulled into the svc/ECMO system until they figured out where the air was coming from. The hospital noted that, "someone may have used hemostats when connecting or disconnecting the PICC," thereby causing the cracked hub. The used catheter was returned to angiodynamics for evaluation.